Event description:
It was reported that the patient had original surgery done (B)(6) 2022 at hospital. Unfortunately the baseplate and glenosphere components became loose. The humeral components were found to be well fixed and stable. Surgeon felt the patient would benefit from a thorough washout of their shoulder and a revision of their glenoid components. Once implants were removed and the shoulder was washed, the glenoid was prepped for an inhance baseplate. A trial reduction was performed with a 40 +8 eccentric glenosphere and a 42 +6r poly on the delta humeral side. Surgeon was ok with the mismatch of glenosphere to poly due to not wanting to revise the well fixed humeral component. The shoulder was found to be stable, so final implants were opened and inserted. Stability was confirmed and the closing process began. There was no adverse events or delays took place. Doi: (B)(6) 2022 dor: (B)(6) 2024 affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.